Event description:
Customer claims that the alarm unit has no power. There was no pt injury reported. Eval of the returned product shows that the unit does power on, but no alarm tone.

Manufacturer narrative:
(B) (4) - eval of the returned product shows that the alarm does power on, but the alarm does not sound when pressure is released from the sensor. The fail-safe feature does not work. (B) (4).